Manufacturer narrative:
Event originally submitted under MDR 2025-60342, however due to a technical issue tandem is unable to submit investigation results under original MDR number. Submitting this report to communicate the results of the investigation into the event.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.